Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer was treated with food, glucose tablet and glucagon. Customer had blood glucose level of 70 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Correct information has been provided with this report. (B)(4).

Event description:
The customer reported via call that the paramedics were called due to low blood glucose level.